Event description:
Patient reported her cadd legacy pump alarmed "pump not working while powered off", but the pump was still working at the time. Patient did not experience any adverse effect due to pump malfunctioning and a new pump was sent to the patient with a return box for malfunctioning pump. No other information known.